Event description:
An optometrist reported that a patient presented with both eyes feeling tired and dry like sand was in them and fuzzy vision approximately two weeks post lasik. The patient was noted to have dry eyes and was prescribed topical artificial tear gel ointment and the previously prescribed topical steroid drops were increased. There are two medical device reports associated with this event. This report is for the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).